Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and severe pelvic pain"), genital haemorrhage ("heavy bleeding") and uterine cervical laceration ("torn cervix during confirmation test (hsg)") in a 26-year-old female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2006 and (B)(6) 2009.), psychological disorder nos, ulnar nerve transposition in november 2016, gastritis and gastroesophageal reflux disease. She uses occasional beer since 10 years. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included chest pain, headache, cigarette smoker, obesity, heavy periods (tx with birth control pills, mirena iud and novasure endometrial ablation.), dysmenorrhea (tx with birth control pills, mirena iud and novasure endometrial ablation.), suprapubic pain, esophageal reflux, cervicitis, post procedural pain, anxiety since (B)(6) 2008 and menometrorrhagia since (B)(6) 2008. Family history included blood pressure high (sister) and stroke (father). Concomitant products included lorazepam since 2010 for anxiety, medroxyprogesterone acetate (depo-provera) for birth control, bupropion since 2014 for depression, since 2016 for iron low as well as bupivacaine (marcaine), ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone, ibuprofen and lidocaine. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain-sharp / back pain began after essure implantation in (B)(6) 2010"). On (B)(6) 2010, the patient experienced uterine cervical laceration (seriousness criterion medically significant), 3 months after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain lower ("severe cramps") and menorrhagia ("heavy bleeding blood clots"). In 2012, the patient experienced abdominal pain ("abdominal pain- sharp") and abdominal pain upper ("pain in her stomach"). In (B)(6) 2015, the patient experienced arthralgia ("right hip pain"). On an unknown date, the patient experienced amnesia ("memory loss"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity reaction"), depression ("depression- did not recover it got worse after placement"), anxiety ("anxiety- did not recover it got worse after placement") and feeling abnormal ("brain fog"). The patient was treated with celecoxib, chlorphenamine (chlorpheniramine) and surgery (vaginal hysterectomy and bilateral complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine cervical laceration, abdominal pain lower, amnesia, fatigue, abdominal pain, hypersensitivity, arthralgia and menorrhagia outcome was unknown, the back pain and abdominal pain upper had resolved, the depression had not resolved and the anxiety and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amnesia, anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and uterine cervical laceration to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She did not retain any portion of essure. She was not advised of any complication from your essure removal procedure. She had not sought medical treatment for her memory loss or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: tubes were occluded & tore her cervix during hcg. Diagnostic results: on (B)(6) 2010: hysterosalpingogram:essure confirmation test. Findings: there is slight irregularity of the uterine cavity. There is a linear filament near the cornu of the uterus bilaterally. There is no opacification of either fallopian tube. Opinion: 1. There is no opacification of either fallopian tube suggestive of occlusion of the fallopian tubes, bilaterally. 2. There is slight irregularity of the endometrial cavity. (B)(6) 2015: gross description: recovered loose in the container is 3.5 x 0.5 cm fallopian tube with fimbria. Attached are three thin walled fluid filled cysts measuring 0.4 to 0.5 cm. The serosa is smooth and the lumen measures 0.1 cm. Final diagnosis: uterine serosal adhesions including small benign mesothelial inclusion cysts. Benign cervix and endocervix. Late secretory endometrium. Unremarkable myometrium. Two separate portions of unremarkable fallopian tube tissue showing para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received. Events added from pfs- heavy bleeding blood clots. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and severe pelvic pain"), genital haemorrhage ("heavy bleeding") and uterine cervical laceration ("torn cervix during confirmation test (hsg)") in a 26-year-old female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2006 and (B)(6) 2009.), psychological disorder nos, ulnar nerve transposition in (B)(6) 2016, gastritis and gastroesophageal reflux disease. She uses occasional beer since 10 years. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included chest pain, headache, cigarette smoker, obesity, heavy periods (tx with birth control pills, mirena iud and novasure endometrial ablation.), dysmenorrhea (tx with birth control pills, mirena iud and novasure endometrial ablation.), suprapubic pain, esophageal reflux, cervicitis, post procedural pain, anxiety since (B)(6) 2008 and menometrorrhagia since (B)(6) 2008. Family history included blood pressure high (sister) and stroke (father). Concomitant products included lorazepam since 2010 for anxiety, medroxyprogesterone acetate (depo-provera) for birth control, bupropion since 2014 for depression, multivitamin since 2016 for iron low as well as bupivacaine (marcaine), cilest (ortho tri-cyclen), hydrocodone, ibuprofen and lidocaine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced back pain ("back pain-sharp / back pain began after essure implantation in (B)(6) 2010"). On (B)(6) 2010, 3 months after insertion of essure, the patient experienced uterine cervical laceration (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain lower ("severe cramps"). In 2012, the patient experienced abdominal pain ("abdominal pain- sharp") and abdominal pain upper ("pain in her stomach"). In (B)(6) 2015, the patient experienced arthralgia ("right hip pain"). On an unknown date, the patient experienced amnesia ("memory loss"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity reaction"), depression ("depression- did not recover it got worse after placement"), anxiety ("anxiety- did not recover it got worse after placement") and feeling abnormal ("brain fog"). The patient was treated with chlorphenamine (chlorpheniramine), celecoxib and surgery (vaginal hysterectomy and bilateral complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine cervical laceration, abdominal pain lower, amnesia, fatigue, abdominal pain, hypersensitivity and arthralgia outcome was unknown, the back pain and abdominal pain upper had resolved, the depression had not resolved and the anxiety and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amnesia, anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, pelvic pain and uterine cervical laceration to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She did not retain any portion of essure. She was not advised of any complication from your essure removal procedure. She had not sought medical treatment for her memory loss or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes were occluded & tore her cervix during hcg on (B)(6) 2010: hysterosalphingogram: essure confirmation test. Findings: there is slight irregularity of the uterine cavity. There is a linear filament near the cornu of the uterus bilaterally. There is no opacification of either fallopian tube. Opinion: 1. There is no opacification of either fallopian tube suggestive of occlusion of the fallopian tubes, bilaterally. 2. There is slight irregularity of the endometrial cavity. (B)(6) 2015: gross description: recovered loose in the container is 3.5 x 0.5 cm fallopian tube with fimbria. Attached are three thin walled fluid filled cysts measuring 0.4 to 0.5 cm. The serosa is smooth and the lumen measures 0.1 cm. Final diagnosis: uterine serosal adhesions including small benign mesothelial inclusion cysts. Benign cervix and endocervix. Late secretory endometrium. Unremarkable myometrium. Two separate portions of unremarkable fallopian tube tissue showing para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and severe pelvic pain"), genital haemorrhage ("heavy bleeding") and uterine cervical laceration ("torn cervix during confirmation test (hsg)") in a 26-year-old female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2006 and (B)(6) 2009.), psychological disorder nos, ulnar nerve transposition in (B)(6) 2016, gastritis and gastroesophageal reflux disease. She uses occasional beer since 10 years. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included chest pain, headache, cigarette smoker, obesity, heavy periods (tx with birth control pills, mirena iud and novasure endometrial ablation.), dysmenorrhea (tx with birth control pills, mirena iud and novasure endometrial ablation.), suprapubic pain, esophageal reflux, cervicitis, post procedural pain, anxiety since (B)(6) 2008 and menometrorrhagia since (B)(6) 2008. Family history included blood pressure high (sister) and stroke (father). Concomitant products included lorazepam since 2010 for anxiety, medroxyprogesterone acetate (depo-provera) for birth control, bupropion since 2014 for depression, multivitamin since 2016 for iron low as well as bupivacaine (marcaine), cilest (ortho tri-cyclen), hydrocodone, ibuprofen and lidocaine. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain-sharp / back pain began after essure implantation in (B)(6) 2010"). On (B)(6) 2010, 3 months after insertion of essure, the patient experienced uterine cervical laceration (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain lower ("severe cramps"). In 2012, the patient experienced abdominal pain ("abdominal pain- sharp") and abdominal pain upper ("pain in her stomach"). In (B)(6) 2015, the patient experienced arthralgia ("right hip pain"). On an unknown date, the patient experienced amnesia ("memory loss"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity reaction"), depression ("depression- did not recover it got worse after placement"), anxiety ("anxiety- did not recover it got worse after placement") and feeling abnormal ("brain fog"). The patient was treated with chlorphenamine (chlorpheniramine), celecoxib and surgery (vaginal hysterectomy and bilateral complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine cervical laceration, abdominal pain lower, amnesia, fatigue, abdominal pain, hypersensitivity and arthralgia outcome was unknown, the back pain and abdominal pain upper had resolved, the depression had not resolved and the anxiety and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amnesia, anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, pelvic pain and uterine cervical laceration to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She did not retain any portion of essure.she was not advised of any complication from your essure removal procedure.she had not sought medical treatment for her memory loss or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes were occluded & tore her cervix during hcg on (B)(6) 2010: hysterosalphingogram: essure confirmation test. Findings: there is slight irregularity of the uterine cavity. There is a linear filament near the cornu of the uterus bilaterally. There is no opacification of either fallopian tube. Opinion: 1. There is no opacification of either fallopian tube suggestive of occlusion of the fallopian tubes, bilaterally. 2. There is slight irregularity of the endometrial cavity. (B)(6) 2015: gross description: recovered loose in the container is 3.5 x 0.5 cm fallopian tube with fimbria. Attached are three thin walled fluid filled cysts measuring 0.4 to 0.5 cm. The serosa is smooth and the lumen measures 0.1 cm. Final diagnosis: uterine serosal adhesions including small benign mesothelial inclusion cysts. Benign cervix and endocervix. Late secretory endometrium. Unremarkable myometrium. Two separate portions of unremarkable fallopian tube tissue showing para tubal cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr: new events "torn cervix during confirmation test (hsg), severe cramps started and right hip pain" concomitant condition, concomitant and treatment drugs was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6), psychological disorder nos, ulnar nerve transposition in (B)(6) 2016, gastritis and gastroesophageal reflux disease. She uses occasional beer since 10 years. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included chest pain, headache, smoker, obesity, heavy periods (tx with birth control pills, mirena iud and novasure endometrial ablation.), dysmenorrhea (tx with birth control pills, mirena iud and novasure endometrial ablation.), suprapubic pain, esophageal reflux, cervicitis and post procedural pain. Family history included blood pressure high (sister) and stroke (father). Concomitant products included lorazepam in 2010 for anxiety, medroxyprogesterone acetate (depo-provera) for birth control, bupropion in 2014 for depression, multivitamin in 2016 for iron low as well as bupivacaine (marcaine), cilest (ortho tri-cyclen), hydrocodone, ibuprofen and lidocaine. In 2009, 126 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain-sharp"). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("severe cramps"), abdominal pain ("abdominal pain- sharp") and abdominal pain upper ("pain in her stomach"). On an unknown date, the patient experienced amnesia ("memory loss"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity reaction"), depression ("depression- did not recover it got worse after placement"), anxiety ("anxiety- did not recover it got worse after placement") and feeling abnormal ("brain fog"). The patient was treated with surgery (vaginal hysterectomy and bilateral complete salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, amnesia, fatigue, abdominal pain and hypersensitivity outcome was unknown, the back pain and abdominal pain upper had resolved, the depression had not resolved and the anxiety and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amnesia, anxiety, back pain, depression, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She did not retain any portion of essure.she was not advised of any complication from your essure removal procedure. She had not sought medical treatment for her memory loss or fatigue. Diagnostic results: on (B)(6) 2010: hysterosalphingogram:essure confirmation test. Findings: there is slight irregularity of the uterine cavity. There is a linear filament near the cornu of the uterus bilaterally. There is no opacification of either fallopian tube. Opinion: there is no opacification of either fallopian tube suggestive of occlusion of the fallopian tubes, bilaterally. There is slight irregularity of the endometrial cavity. (B)(6) 2015: gross description: recovered loose in the container is 3.5 x 0.5 cm fallopian tube with fimbria. Attached are three thin walled fluid filled cysts measuring 0.4 to 0.5 cm. The serosa is smooth and the lumen measures 0.1 cm. Final diagnosis: uterine serosal adhesions including small benign mesothelial inclusion cysts. Benign cervix and endocervix. Late secretory endometrium. Unremarkable myometrium. Two separate portions of unremarkable fallopian tube tissue showing para tubal cysts. Most recent follow-up information incorporated above includes: on 27-nov-2017: medical record & plaintiff fact sheet received. Events ¿abdominal pain, abdominal pain lower, abdominal pain upper, amnesia, anxiety, back pain, depression, fatigue, feeling abnormal, genital hemorrhage, hypersensitivity and pelvic pain¿ are added. Lot number added. Historical drug & condition, concomitant drug & condition added. Patient, product & reporter information updated. Lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.